Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia. The customer was unable to self-treat and was provided a glucose injection by a health care provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia. The customer was unable to self-treat and was provided a glucose injection by a health care provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report. Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no issue was observed with the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed on the returned sensor. Performed visual inspection on the returned sensor and observed no issues such as contamination or physical damage. The sensor was reprogrammed and activated. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed. All results were within specification. Poise voltage and sensor thermistor testing were both within specification. Therefore, this issue is confirmed due to brownout rest. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia. The customer was unable to self-treat and was provided a glucose injection by a health care provider. There was no report of death or permanent impairment associated with this event.